Event description:
It was reported that during a svt (supra ventricular tachycardia) procedure, the shaft of the webster 6 pole catheter was folded and tied into a knot just after insertion into the body and it never reach the patient's heart. The device was removed from patient simultaneously with the sheath as it would not pass through the sheath without difficulty. There was no injury to the patient.

Manufacturer narrative:
(B)(4). It was reported that the shaft on this catheter folded and tied into a knot just after insertion into the patient's body. Upon receipt, the catheter was visually inspected and no knots were found. However, shaft was found twisted in two sections in distal end of the tip dome. The customer complaint about the knots cannot be confirmed. However, the shaft was found twisted and the root cause could not be drawn since the issue occurred during the procedure. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Furthermore, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).